Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported perceived inaccuracies in smart guard bolus delivery and auto-corrections not functioning as expected. Blood glucose value at the time of event was 16.3 mmol/l. The hyperglycemia was treated with insulin pump (subcutaneous insulin infusion) and manual injection. The event involved product(s) mmt-1885. Troubleshooting confirmed that the customer had recently changed the infusion set and reservoir, with no issues observed in the tubing or insulin. The customer declined further troubleshooting, including checking pump settings or testing for occlusions. The customer was advised to monitor blood glucose levels, treat per healthcare professional instructions, and call back if high blood glucose levels persist. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0875 inches. Successfully downloaded history files and traces using thump and carelink. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter with the glucose sensor simulator. The pump was then programmed for smartguard. The display showed the calibrate your sensor alarm properly after completion of the smartguard and programmed with multiple auto correction. The pump sensor feature and the smartguard connection with the auto correction are working properly. Pump was programmed with multiple bolus wizard deliveries and monitored. All bolus calculations and delivered completely their indicated amounts and were properly recorded in the daily history screen. No under delivery anomaly noted. In further review of the formatted history file 1 week prior to the event date of 11-jul-2025, these pump error(s)/alarm(s) were noted. Multiple no delivery alarm/insulin flow blocked alarm were found on 07/01/2025 at 13:23:43.000, 19:16:31.000 and 20:19:31.000 during bolus deliveries. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for under delivery anomaly, auto corrections are not working and bolus wizard computation not accurate for carb entry was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.